Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-04040. It was reported the patient's ipg was not communicating. A replacement charger did not resolve the issue. It was reported the ipg was shallow, and could easily be felt below the skin. X-ray showed the system to be intact, but the paddle portion of the lead was angled. With programming, the amplitude had to be increased greatly in order for the pt to feel the stimulation. F/u determined surgical intervention would be scheduled to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.